Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that a hoop, a rotating hemostatic valve (rhv), a delivery wire, an introducer sheath and a coil were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the delivery wire returned out of it. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and was found kinked near the interlocking arm. The coil interlocking arm and zap tip were found detached from the rest of the coil, in addition they were not returned. The coil was returned stretched near both ends. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil interlocking arm and zap tip were found detached from the rest of the coil, in addition they were not returned. Dimensional inspection revealed that the delivery wire dimensions were inspected and were within specifications. The coil dimensions that could be measured were inspected were within specification except for the zap tip that was not returned.

Event description:
Reportable based on device analysis completed on 11-may-2019. It was reported that the coil could not cross the catheter. The target area was in the liver. A 8mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not cross the catheter. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil interlocking arm and zap tip were found detached.